Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/21/2016, that on (B)(6) 2016, the patient experienced a rash over their entire body. On (B)(6) 2016, the patient visited the emergency room (ER) and a doctor recommended the use of over-the-counter hydrocortisone cream and over-the-counter benadryl. The ER doctor also recommended that the patient cease use of the continuous glucose monitor (cgm) due to the allergic reaction. The affected area was treated with the recommended hydrocortisone cream and benadryl. At the time of contact, the patient was stable. No product or data way returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.